Manufacturer narrative:
The physician who performed the procedure is an expert at ercp and has already used the tjf-q190v for several procedures before this occurred. The installation date of the scope was (B)(6) 2020. The scope has no repair history. The customer received the handling of tjf-q190v and maj-2315 letter 15feb2021 and signed the reply form 17feb2021.

Event description:
New information provided by the customer: the indication for the endoscopic retrograde cholangiopancreatography (ercp) was pancreas assessment. The mucosal damage was in the esophagus and was severe. The damaged area was observed with conventional endoscopy (a forward viewing endoscope). There was no tissue found trapped in the cap. The patient was treated with proton pump inhibitor medication (ppi) and diet modifications. The patient had no medical history or anatomical challenges that could have contributed to the injury. The physician does use intermittent suction upon withdrawal of the scope from the duodenum and stomach for the purpose of degassing. There was no abnormality in the appearance of the scope before or after the procedure. The cap was checked after it was attached to the scope and was not cracked. The cap was not cracked after the procedure.

Manufacturer narrative:
Other: device was discarded by the customer. The device referenced in this report was not returned to olympus for evaluation . The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the scope used with this cap during the procedure device reveals: during our investigation olympus did not find any defects or malfunction of the forceps elevator. The reported issue could not be reproduced and the item functions normally. The forceps elevator was not moved without manipulation of forceps elevator lever on the control section. The movement of the elevator was smooth. There is no sharp edge or significant gap between the cap and distal body when the distal cap is attached (an olympus stock cap-not the suspect cap used in the case-it was discarded by the customer). Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a disposable distal cap, the patient experienced a mucosal laceration in the esophagus (severely damaged the esophagus). ¿it has happened a few times now¿. The customer additionally reports, we placed the cap entirely in accordance with olympus's instruction. Additional details regarding the patient and reported event, as well as other occasions (¿it has happened a few times now¿) this has occurred have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the tjf-q190v used in the case. Case with patient identifier (B)(6) reports the maj-2315 used in the case (this report).